Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care device. Customer received high sensor scan result of 200 mg/dl on the morning of medical event however experienced symptoms of "malaise and disorientation". Customer was unable to self-treat and received third party treatment from non-healthcare professional of sweet yogurt. Customer was taken to the hospital later in the afternoon, were a capillary test of 72 mg/dl was obtained on the healthcare professional meter however no treatment was administrated. The customer also received an electrocardiogram and examination while at the hospital only. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care device. Customer received high sensor scan result of 200 mg/dl on the morning of medical event however experienced symptoms of "malaise and disorientation". Customer was unable to self-treat and received third party treatment from non-healthcare professional of sweet yogurt. Customer was taken to the hospital later in the afternoon, were a capillary test of 72 mg/dl was obtained on the healthcare professional meter however no treatment was administrated. The customer also received an electrocardiogram and examination while at the hospital only. No further information was provided. There was no report of death or permanent impairment associated with this event.